Event description:
It was reported that the customer received continuous glucose monitor error 42s and both cgm and bluetooth sections greyed out and inaccessible. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.